Event description:
It was reported that the caller experienced a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. The customer acknowledged and understood instructions to put the pump into storage mode and was advised to return the problematic pump using a pre-paid label within 10 days, although they would continue using the current pump to ensure uninterrupted insulin delivery.